Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the implantable cardioverter defibrillator (ICD) was myopotential over-sensing as a direct consequence of asthma attacks experienced by the patient. The patient was asymptomatic to the over-sensing anomaly of the ICD. No changes were made and the patient left in stable condition.